Event description:
The facility reported a pump with a 559:320:844:0000 failure code. The reported condition was identified during bio-med service. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4) the customer reported problem was confirmed as "bad keypads". The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. The software (B) (4) and will be categorized as unremediated.